Manufacturer narrative:
On april 23, 2024, invacare was made aware of an event that occurred in sweden involving a dolomite futura 600 rollator. Invacare is filing this medwatch in an abundance of caution due to the dolomite futura 600 is also sold in the u.s. By clarke healthcare. The subject device was manufactured at invacare rea ab in march 2021. It is unknown what if any malfunction occurred. It is unknown if the damage to the device was caused by the incident, or the incident was caused by a malfunction of the device. With the information available, an underlying cause cannot be established. If additional information becomes available, a follow-up medwatch will be filed.

Event description:
The patient was found on the floor with the futura 600 rollator next to him. Rivets securing the handle had come loose and the handle was broken. The patient has difficulty expressing himself or herself and is unable to account for the incident. Therefore, it is unclear if the walker broke during the fall or if rivets came loose and caused the fall. The patient was hospitalized for a week with a hip fracture.